Event description:
It was reported via repair work order that the in ambulance shut off was out of adjustment and not functioning as a result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.